Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with qdot micro catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the surface of the pebax. During the procedure, the physician noticed blood on the tip of the qdot micro catheter at the connection of the transaxial sensor. The catheter had been out of the body during a remap session. The blood was noticed before the catheter was reinserted into the body. Extensive flushing would not clear the presence of blood. The catheter was replaced and the procedure continued. There was no patient consequence reported. Additional information was received. No difficulty experienced while maneuvering the catheter or during the withdrawal. No damage to the pebax. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 04-sep-2024, observed reddish material and a hole in the surface of the pebax. The event was originally considered non-reportable, however, bwi became aware of a hole in the surface of the pebax on 04-sep-2024 and have assessed this returned condition as reportable.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The device evaluation details: the device was returned to biosense webster, inc. For evaluation. A visual inspection of the returned device was performed following biosense webster, inc. Procedures. Visual analysis revealed reddish material and a hole in the surface of the pebax. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The foreign material inside the pebax reported by the customer was confirmed. The root cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) states the following recommendations: to remove any coagulum, if present, a sterile gauze pad dampened with sterile saline may be used to gently wipe the tip section clean. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. Prior to reinsertion, flush the tip to ensure that the irrigation holes are not plugged. In addition, in order to prevent damage to the catheter tip, verify compatibility between the sheath and catheter, advance the catheter through the sheath prior to insertion. Any sheath < 8.5 f is contraindicated. As part of biosense webster, inc. Quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).